Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shut off unexpectedly resulting in a blood glucose (bg) level of 403-404 mg/dl. Customer was with their diabetes educator who administered a correction injection to address the bg. Customer resumed insulin delivery successfully.